Event description:
During the procedure, it was reported that the subject coil got stuck in the microcatheter. So the physician pulled the coil out for inspection, and then he tried to advance the coil in the microcatheter again. However, delivery wire broke and stuck in the microcatheter. No clinical consequences reported to the patient. No further information is available now.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was kinked due to handling. Therefore, the reported coil delivery wire broken could not be confirmed as the delivery wire was found kinked but not broken. In addition, it was revealed that the main coil was prematurely detached inside the patient as the main coil was separated from the delivery wire and was not returned. Functional tests could not be performed as the main coil was not received back for analysis. Therefore, the cause for the reported coil in catheter friction could not be determined. Based on the information currently available and the device inspection, it is probable that procedural or anatomical factors encountered during the procedure contributed to the analyzed main coil prematurely detached/separated inside the patient. An assignable cause of operational context caused will be assigned, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the procedure, it was reported that the subject coil got stuck in the microcatheter. So the physician pulled the coil out for inspection, and then he tried to advance the coil in the microcatheter again. However, delivery wire broke and stuck in the microcatheter. No clinical consequences reported to the patient. No further information is available now.